Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 76mg/dl and 84mg/dl fasting. Verified the strips expire 03/29/2017. Customer confirms the strips are stored in the kitchen and were first opened on (B)(6) 2015. Reviewed meter memory (B)(6). Customers concern:104 on (B)(6) 2015 @ 1:10 pm and 133 on (B)(6) 2015 @ 11:47 am. The customer states that the date and time is not setup correctly.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 76mg/dl and 84mg/dl fasting. Verified the strips expire 03/29/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory (B)(6). Customers concern:104 on(B)(6) 2015 @ 1:10 pm and 133 on (B)(6) 2015 @ 11:47 am. The customer states that the date and time is not setup correctly.